Event description:
Programming history database periodic review was performed and a high impedance event has been verified. The device was interrogated and programmed several times, a system diagnostic was performed and resulted high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient's parents decided to leave the fractured lead implanted and instead had the patient's device disabled. This decision was made as the parent's felt the device was not effective for the patient and did not want to go through with explant surgery. Therefore, no surgical intervention has occurred to date.